Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump upstream sensor had failed. This can cause the load set alarm to fail. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump would not hold a charge. The initial reporter also stated that there was no effect to the patient due to the complaint. When the pump was returned to mmdg it was found that the pump "load set" alarm was not operating correctly. [(B)(4)].